Manufacturer narrative:
One cadd solis vip pump was received in good physical condition. The event log of the pump was unable to be downloaded. The pump was visually inspected, a cassette was attached to the device and it alarmed "cassette not attached properly". The reported "cassette not attached " alarm was confirmed. Further investigation of the pump determined that a faulty downstream occlusion error caused the issue. The downstream occlusion sensor will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited "cassette not attached" alarm. There was no patient involved in this event. No adverse effects were reported.